Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation; however, provided photo showed the entire length of the delivery system catheter without any observable fracture on it. The stent graft was still loaded in the catheter and the inner catheter was not protruding the catheter tip. The investigation leads to inconclusive outcomes for outer sheath fracture and positioning failure. In this case, it was reported that pre-dilation was performed, the device was flushed, a 9f introducer was used with a 0.035" guidewire for access and the target vessel exhibited no significant tortuosity and moderate calcification. Based on the available information and evaluation of the provided photos, the investigation is closed with inconclusive results for outer sheath fracture and positioning failure. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Regarding device preparation, the IFU states: "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." For required materials, the IFU specifies the need for an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire." Packaging symbols indicate an 8f introducer and a 0.035" guidewire. The IFU also notes: "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician." Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using fluency plus for a left iliac artery occlusion. It was reported that during deployment, resistance was allegedly encountered. After repositioning the stent, deployment was continued, but this resulted in a catheter fracture. The stent was subsequently retrieved intact under long-sheath protection. A replacement stent was then positioned and deployed at the same site, and the deployment was completed successfully. There were no reported patient injuries.